Event description:
It was reported that the camera head had image clarity issues. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, d10, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty charged coupled device (ccd) a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable causes of the alleged failure image clarity issues is due to faulty charged coupled device (ccd). The most probable cause of this complaint is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.